Event description:
Per the clinic, the patient underwent revision surgery (specific date not reported), due to a cerebrospinal fluid leak. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.